Event description:
It was reported that the patient underwent a fusion procedure at l5-s1 using rhbmp-2/acs on (B)(6) 2004. Post-operatively, patient did not improve but continued to experience new pain, specifically constant pain in his lower extremities. He also developed symptoms of disability.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.